Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to the 300s mg/dl with a large ketone level. The customer would change the pump supplies and a bolus was delivered via the pump to address the bg level. A cause of the past occlusion could not be identified and as the customer had changed the supplies after the most recent occlusion, a system check was unable to be performed to determine a possible cause of the occlusion.